Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and found system failed to expose. To resolve the issue, rse asked the customer for cold restart. After restart the system reported problem was resolved. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by after restarting the same system. The device has no issue, restart was workaround, problem did not come back. This event would not be reportable. The codes were updated based on the investigation outcome.